Event description:
Pt had stenting of the left anterior descending coronary artery in 2003. Pt was unable to take 2b/3b anti-platelet drugs because of a recent aortofemoral bypass surgery two weeks earlier. Pt received plavix, heparin and asa post procedure. Pt was sent home on asa and plavix. Two weeks later, pt developed left arm and chest pain. EKG revealed acute anterior mi. Pt cardiac arrested. Cardiac cath performed one week earlier revealed severe left ventricular dysfunction. Ejection fraction 25%. No mitral regurgitation. Left anterior descending coronary artery was found to be occluded in the prior area of stenting just after the first diagonal branch. Pt was discharged home one week later on plavix and asa.